Event description:
It was reported that the 9800 system had a high voltage generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and x-ray control board were replaced during the service call. The system was tested and found to be working as intended and put back into service.